Manufacturer narrative:
The received device had the cannula assembly deployed. The downloaded data returned an 0x68 alarm, indicating that an occlusion occurred during runtime. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle or leakage. Damage to the reservoir cap, ratchet gear, piezo and the underside of the top housing were observed with indications that the damage occurred post use. No evidence was found that would result in an occlusion occurring; a root cause could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.remove from d4 - unique identifier (UDI) # (B)(4). Add to d4 - unique identifier (UDI) #(B)(4). Correction to d(4): sequence number changed from 00239123 to 0023913.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 418 mg/dl. The pod¿s cannula was found bent while wearing it on the leg. For treatment, a manual injection of insulin was administered of 2 units.